Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within hours after the implant procedure, there was loss of capture on both the right ventricular (rv) lead and the left ventricular (lv) lead. The patient then coded and required cardiopulmonary resuscitation. The patient was successfully resuscitated and the device started capturing again. The device was interrogated the next morning and normal function was noted. It was not specifically determined was what the cause of the non-capture; the device, leads or the metabolic state of the patient at the time. Further testing the following day did not uncover any issues with the leads or device. The physician was not confident in the function of the cardiac resynchronization therapy pacemaker (crt-p) after the patient had coded and it was medical judgement to replace the device. It was also noted that the atrial lead had dislodged during CPR and exhibited no capture upon interrogation. The atrial lead was revised and remains in use. No further patient complications have been reported as a result of this event.